Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The treatments of additional therapy/non-surgical treatment and surgical procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying prostar xl that may be related to failure to achieve hemostasis which may result in hemorrhage, surgical conversion, additional closure device and extended hospital stay. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "percutaneous closure devices for endovascular repair of infrarenal abdominal aortic aneurysms: a prospective, non-randomized comparative study".

Manufacturer narrative:
B3: estimated date. This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attached article, titled: "percutaneous closure devices for endovascular repair of infrarenal abdominal aortic aneurysms: a prospective, non-randomized comparative study". (B)(4).

Manufacturer narrative:
Na. D4: catalog# and UDI#.